Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient stated that due to the sensor failure she experienced a hyperglycemic event, and that the blood glucose reading was high, but no blood glucose readings were reported from the event. On the day of the event, the patient's partner found patient on the ground unconscious and the patient was excessively vomiting. The emergencies were called and when and when the paramedics arrived it was noted that the tandem pump was not working and not giving any readings. No treatment was given by the paramedics at the patient´s home, but the patient was brought to the hospital. At the hospital the patient was given unspecified fluids to stabilize the blood glucose level. The patient stayed at the hospital for a total of 5 days before she was discharged and was fully recovered at that moment. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.